Manufacturer narrative:
The reported complaint of could not untighten the setscrew to remove the lead was confirmed. Analysis found that calcified blood was filling the setscrew inset. The calcified blood was preventing the wrench from engaging the setscrew inset to untighten the setscrew. The blood most likely came through a hole punched through the septum by the torque wrench in the field. Procedure related damaged during use.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02525. Related manufacturer reference number: 2017865-2021-02529. It was reported that during a scheduled device replacement procedure due to normal battery depletion, the set screw was not able to be loosened with a torque wrench. The header of the pacemaker was intentionally broken down in order to disconnect the lead from the pacemaker. The lead became damaged, therefore it was capped and replaced. A new lead was attempted to be implanted; however, dissection of the superior vena cava was observed. The procedure was aborted, and it was decided that the patient will be monitored continuously.